Manufacturer narrative:
The device was not removed. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient experienced shocking sensations down the legs, insomnia, depression and headaches. The symptoms resolved when the device was turned off. The patient has declined reprogramming of the device and additionally the physician indicated that some of the patient's symptoms were likely psychosomatic.